Event description:
Caller reports lancet protrudes beyond the end cap of the softclix device after firing. No accidental needle stick occurred. No adverse event reported. Requested return of suspect device.

Manufacturer narrative:
The event occurred in (B) (6).

Event description:
Same case as MFR report #: 2134265-2010-02147. It was reported that during a percutaneous coronary interventional (pci) procedure, a rotawire guide wire fracture occurred. The 90% stenosed and de novo lesion was located in the moderately calcified and moderately tortuous proximal left anterior descending (lad) artery. A kink was noted in the middle of the rotawire guide wire. While outside the patient's body, the rotawire guide wire fractured inside the 1.25mm rotalink plus catheter. The procedure was successfully completed with another of the same device. No patient injuries or complications were reported. The patient's status was reported as 'good'.